Event description:
It was reported that following a recent implant, failure to capture and high capture threshold were observed on the right ventricular (rv) lead. The rv lead was found to be dislodged. The rv lead was explanted and replaced. The patient was stable.